Event description:
Patient with hvad implant on (B)(6), s/p pump exchange on increase and suspicion of pump thrombus. Hospital course c/b cardiogenic shock, increased pressor requirements, aki requiring cvvh. Pump flow and power increases again on (B)(6). On (B)(6) 2017, at request of family, withdrawal of all forms of support including vasopressors/inotropes, lvad and ICD. Cause of death, lvad thrombosis leading to cardiac arrest.